Manufacturer narrative:
Device is not distributed in the united states. Investigation could not be completed, no conclusion could be drawn as device was not returned.

Event description:
Device report from (B)(6) indicates during a clinical investigation, it was reported that a pt implanted with norian drillable experienced an intraoperative leakage of cement.

Manufacturer narrative:
Device used for treatment and not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of synthes device history records for lot n000107 revealed that (B)(4) manufactured the norian drillable 10cc. Inspection was performed and all parts conformed to all requirements. There were no non conformances associated with this DHR that indicate any issues related to the complaint.